Event description:
It was reported that the lead detached from the ventricle and was in the superior vena cava with the helix extended. The patient said it felt like a shock when the lead detached. No therapy was observed on the egm. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun